Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and sustained injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct brand name and PMA/510(k)#. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-apr-2012) is considered to be a best estimate. Updated fields: a2, a4, b3, b4, b5, b6, b7, d3, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10, h11. Corrected fields: d1 (brand name), g4 (PMA/510(k)#). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is alleged that the patient sustained personal injury. It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2012 ¿ patient was diagnosed with ventral incisional hernia thereby underwent laparoscopic repair with implant of ventralight st using echo ps mesh (device 1). Per operative notes, ¿in the lower abdomen, the adhesions were reduced and large oblong sized hernia defect which extended cephalad from the suprapubic region over most of the lower abdomen along the midline was reduced. A piece of ventralight st using echo ps mesh (device 1) was placed over the defect and secured to the anterior abdominal wall with transfascial sutures and tacks. The wound was irrigated and closed using sutures.¿ (B)(6) 2013 ¿ patient was diagnosed with recurrent ventral incisional hernia and pain thereby underwent open repair with partial removal of prior mesh (device 1) and implant of perfix plug (device 2). Per operative notes, ¿the recurrent hernia at the midline along the level of pubic symphysis, the old mesh (device 1) was seen protruding into the tissues and freed the area up back to healthy surrounding fascia and extra-large perfix plug (device 2) was placed into the defect and secured circumferentially to the healthy fascia with interrupted sutures. The fascia was closed and wound was irrigated with sutures.¿

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and sustained injury; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventralight st on (B)(6) 2012. As reported, the patient is making a claim for an adverse patient outcome against the ventralight st. Attorney alleges that the patient had subsequent surgical intervention due to the hernia mesh device. It is alleged that the patient sustained personal injury. It is also alleged that the patient experienced emotional distress and the device was defective.